Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure with plate and screw instrumentation. At an unknown time post-op, "the surgeon reported that: the plate unhooked because the superior screws unlocked spontaneously. On the other hand, it is not possible to unlock the inferior screws". No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical examination of the bone screws identified atypically light locking cap witness marks on the head and screw lock washer interfacing surfaces, as well as hex head deformation, and major diameter thread crest damage. These observations are consistent with hyperangulation during implantation. Additionally, material deformation is noted on the outside posterior of returned anterior cervical plate screw holes, suggesting the screws may have been inserted off-axis, which can reduce the mechanical engagement between the bone screw head, and the lock washer. Dimensional examination of the bone screw head diameter confirmed conformance to print specification. The above observations are consistent with off-axis insertion of the bone screw.